Event description:
Premature male infant in neonatal intensive care unit attached to numerous pieces of medical equipment including nasal CPAP, oral gastric tube, IV line, and pulse oximeter. An empty 3cc syringe was attached to the IV line that had been used to administer 2cc of d10w. An empty 3cc syringe was also attached to the oral gastric tube used to aspirate free gastric air/secretions. Placement of oral gastric tube being checked. Up to 6cc of air injected via syringe attached to IV line. Baby coded and died. Autopsy findings confirmed intravascular air embolism.